Manufacturer narrative:
(B)(4).device is a combination product.(B)(4).

Event description:
It was reported that stent move on balloon and stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.50x38 synergy ii everolimus-eluting platinum chromium coronary drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was not at the marker but was way distal. The device was removed and the stent appeared crumpled on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the exposed proximal balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent move on balloon and stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.50x38 synergy ii everolimus-eluting platinum chromium coronary drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was not at the marker but was way distal. The device was removed and the stent appeared crumpled on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.